Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Appearance inspection (visual, digital microscope): the distal end of the actual sample was fractured. The core wire was not exposed. The outer layer near the fractured end was deformed in a tapered shape. The fractured end of the outer layer was cracked. No anomalies were detected in the other sections of the actual sample. Appearance inspection (x-ray fluoroscopy): it was revealed that the distal end of the core wire was located approximately 1 mm from the fractured end of the outer layer, indicating that it was approximately 1 mm shorter than the outer layer. Based on the investigation results, it was inferred that the outer layer had been elongated. Appearance inspection (electron microscope): multiple scratches were observed near the fracture. The fracture surface of the outer layer appeared to have been torn. The core wire was separated from the outer layer for further inspection. The fractured part of the core wire was curved and tapered. There was a dimple pattern on the fracture surface of the core wire. Confirmation of missing length: from the fractured end of the outer layer to the proximal end of the hydrophilic-coated section: approximately 225 mm. From the fractured end of the outer layer to the fractured end of the core wire: approximately 1 mm. From the fractured end of the core wire to the proximal end of the hydrophilic-coated section: approximately 224 mm since the effective length of the hydrophilic-coated section is approximately 250 mm, it was estimated that approximately 26 mm was missing. Dimensions: the outer diameter of the hydrophilic-coated section and the ptfe-coated section met the factory's control standards. No anomaly was found. Simulation test [test method] a tensile load was applied while the guidewire was looped. [Test result] the core wire became curved and tapered at the fracture, and a dimple pattern appeared on the fracture surface. The investigation results revealed no anomaly in the manufacturing record or in the dimensions of the actual sample. As a possible cause in this case, it was inferred that the incident was caused by the following mechanism: when operating the actual sample in a looped state, a tensile load was applied, resulting in the fracture of the core wire. The actual sample may have been exposed to a tensile load while being sandwiched by a hard object, such as a calcified lesion, leading to the scratches. Additionally, a further tensile load was applied to the actual sample in the aforementioned state, causing the outer layer to stretch and fracture. However, due to unknown details of the procedure, it was not possible to determine the exact cause of the sticking of the actual sample based on its condition. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel.".

Event description:
The user facility reported that the tip of the guidewire broke off. The 2cm gw advantage tip detached from the rest of the guidewire during a fempop procedure. From the local incident report: during a lower limb angioplasty, an attempt was made to recanalize ata with advantage 0.014 terumo wire. This attempt was unsuccessful. The wire was then pulled back into the tp trunk and got caught into the side branch. Upon withdrawal, approximately 2 cm of the hydrophilic tip of the wire detached into the vessel. An attempt was made to retrieve this using a microsnare; however, it was unsuccessful. Further imaging showed that the retained tip was in fact in a side branch and not protruding into a major vessel. The decision was made to leave the detached tip in situ as it was felt this did not have any haemodynamic impact on the lower limb. From the procedure report: the angiography demonstrated patent femoral and popliteal arteries. Multifocal proximal peroneal stenoses. Pta continued into the foot and there were distal stenoses. Ata occluded approximately; however, reconstitute distally and dp was patent. Proximal peroneal stenoses dilated to 3 mm with good result. Attempted to open ata were unsuccessful as unable to advance the catheter, likely due to hard calcification, in the process the tip of the 014 terumo glide wire detached (approximately 15 to 20 mm length) whilst within a small popa branch, unable to retrieve this using microsnare. Ap and oblique views confirmed that the detached wire is not extending into the main trunk of popa or pt and therefore it had been left. The vascular team had followed the patient up and do not have a concern. They did one duplex scan the following day and have scheduled another follow-up. The distal end remained in the patient.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k122590, k163004. History investigation of the involved product code and lot number: no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.